Manufacturer narrative:
Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number not available, then complaint history review (chr) is not required. Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number not available, then device history review (DHR) is not required. Upon investigation of this incident, a technical support specialist confirmed that the issue had been resolved by the customer by rebooting the servers. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that the bd pyxis¿ es server encountered an issue where all the stations were not communicating with ehr. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.